Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Based on the evaluation, it was observed that the absence of a drainage eye resulted in the blockage of the drainage lumen. The catheter was able to be inflated and deflated without any issues; however, water could not be introduced through the drainage funnel. Further assessment confirmed that the drainage eye was indeed missing, leading to the obstruction. Therefore, this complaint has been confirmed to be related to a manufacturing issue. A potential root cause for this failure mode could be due to eye not punched cause by insufficient procedure knowledge. A review of the device labeling has been conducted. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. The complete initial reporter's facility name is (B)(6) medical center. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 5:20 pm, after a bladder stone removal procedure, the foley catheter was placed and the patient returned to the room. At 8:20 pm, the patient became suspicious that the catheter was not draining, so asked the urologist to perform a bladder irrigation but was unable to do so. Upon removing the foley catheter, the patient discovered that the eye was not open. Medical intervention was reported.

Event description:
It was reported that on (B)(6) 2025, at 5:20 pm, after a bladder stone removal procedure, the foley catheter was placed and the patient returned to the room. At 8:20 pm, the patient became suspicious that the catheter had not been removed, so asked the urologist to perform a bladder irrigation but was unable to do so. Upon removing the foley catheter, the patient discovered that the eye was not open. Medical intervention was reported.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.